Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital equipment (B)(4). The manufacturer has requested for the battery to be returned. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported that the battery for the concerto was found to be leaking fluid. No injuries have been reported.